Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 512 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The customer reported the following led up to the event: pump is not working due to a crack on the pump. Document treatment for high bg: manual injection. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. The customer reported high bgs. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked end cap, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, stained serial label. Flashing medtronic logo was observed during analysis due to moisture damage on electronic stack. Unable to download history files and traces due to flashing medtronic logo. Cosmetic damage is confirmed at the battery compartment. Unable to confirm high bgs due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.